Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) 4 per isi usm replacement workflow. Fse ran usm insertion friction test on dte and failed a few times but was able to pass test script. Test results pass for all usms. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 1162 error was found indicating a cannula fault on the unit insertion axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the cannula assy was inspected, and no faults could be identified. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was confirmed as failure analysis of usm found in artemis, the 1162 error was found indicating a cannula fault on the unit insertion axis, confirming the fault occurred in the field. The usm was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned usm revealed no issues related to the customer reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer informed technical support engineer (tse) universal surgical manipulator (usm) 4 keeps stating its not free to move. Tse reviewed system and saw intermittent "cannula on messages". Customer tried hard cycling and issue persisted, site needed all four arms for their case the procedure was completing as planned with no reported injury.